Manufacturer narrative:
(B)(4). The reported malfunction of a defective screen was confirmed. The root cause was attributed to a damaged main display. The liquid crystal display was replaced to fix the problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a defective screen. This event occurred before use. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. (User interface module master software version is 5.08.92).